Manufacturer narrative:
The manufacturer previously reported information alleging the ventilator has an obstruction of filter and screen locked. Additionally, the unit came in due to alarming "ventilator service required" while in patient use and the unit does not operate under manufacturer specs. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The device was returned to a third-party service center and the complaint was not duplicated. During the evaluation of the device at third-party service center the event log was reviewed and there were no critical errors observed. Not related to the issue, the trilogy evo muffler assembly and air inlet foam filter were replaced due to contaminated for dust inside the internal filter. Trilogy evo air inlet foam filter is missing and has been replaced. Trilogy evo tubing-system pca, trilogy evo tubing-blower chassis, trilogy evo tubing-fio2, and trilogy evo tubing-low flow o2 have been replaced due to all hoses contaminated for saline solution. The device was repaired and passed all testing. H3 other text : device was evaluated by third-party service center.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information alleging the ventilator has an obstruction of filter and screen locked. Additionally, the unit came in due to alarming "ventilator service required" while in patient use and the unit does not operate under manufacturer specs. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.